Manufacturer narrative:
H6 patient code corrected from arrhythmia to complete heart block.

Event description:
Reprise IV study. It was reported that an arrhythmia occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. An isleeve introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, a permanent pacemaker was implanted to treat an arrhythmia. It was further reported that the type of arrhythmia the patient developed on the same day of the index procedure was complete heart block. The temporary pacemaker was kept in place due to the periprocedural change in the rhythm. Electrophysiology study was consulted and a new permanent pacemaker was recommended. Hospitalization was prolonged and later that day, the permanent pacemaker was implanted. The temporary pacemaker was then removed. That day, the event was considered resolved. Four days post index procedure, the patient was discharged on aspirin, clopidogrel and warfarin.

Event description:
(B)(6) study. It was reported that an arrhythmia occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. An isleeve introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, a permanent pacemaker was implanted to treat an arrhythmia.

Manufacturer narrative:
B5 describe event or problem - updated h6 patient code - updated to imdrf codes.

Event description:
Reprise IV study. It was reported that an arrhythmia occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. An isleeve introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, a permanent pacemaker was implanted to treat an arrhythmia. It was further reported that the type of arrhythmia the patient developed on the same day of the index procedure was complete heart block. The temporary pacemaker was kept in place due to the periprocedural change in the rhythm. Electrophysiology study was consulted and a new permanent pacemaker was recommended. Hospitalization was prolonged and later that day, the permanent pacemaker was implanted. The temporary pacemaker was then removed. That day, the event was considered resolved. Four days post index procedure, the patient was discharged on aspirin, clopidogrel and warfarin. It was further reported that at the same time the complete heart block developed, new left bundle branch block (lbbb) was also observed. No action was taken to treat the lbbb.